Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d9: device returned to MFR/date device returned - correction d10: concomitant medical products - correction h2: correction h6: adverse event problem - correction. Please disregard initial reporting of the device returned to MFR and date device returned fields, as the device was not returned.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).